Event description:
Fhc technical support representative reported to fhc, an incident where the lp+ power cord was not used because it was not medical grade. The surgery was completed successfully using another medical grade power cord.

Manufacturer narrative:
An internal risk analysis was performed and it was found that the power cord shipped with the lp+ system was indeed non-medical grade. It was noted that the non-medical grade power cord did not pose a risk to the pt nor did it affect the performance, the safety or efficacy of the system. The non-medical grade power cords which were labelled as medical grade were sold along with the mt-lpp system since 10/2010. Upon contacting (B)(4), it was learnt that the grade of the power cord was overlooked during the original product evaluation. Initial testing on the system was performed using three different power cords, including the non medical grade and the hospital grade power cord. Fhc has decided to conduct a market withdrawal for the non medical grade power cords and replace them with hospital grade power cords as required in (B)(4). Fhc will deliver replacement line cords to the affected facilities in person.